Event description:
A patient was implanted with a tfn for a right intertrochanteric fracture. During follow-up visit with the surgeon, x-rays were taken and it was noted the helical blade had advanced medially through the femoral head into the acetabulum. Pt was scheduled for revision.

Manufacturer narrative:
Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. Manufacturing records could not be reviewed without a lot number.